Event description:
Report received from the USA stating that the cutter could not be inserted into the device. The device was not being used during surgery. It is unk if injury or medical intervention occurred. No add'l info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or if add'l info is received, a supplemental report will be sent. (B)(4).